Manufacturer narrative:
A ge service representative performed an on site investigation. The backplane and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had no display on either monitor with intermittent lines in the left monitor during a case. The procedure was completed with another system. No pt injury was reported.